Manufacturer narrative:
The lead was returned with no reported event. As received, a partial lead distal portion was returned in one piece. Visual inspection of the lead found an external abrasion breaching the outer insulation exposing the outer coil at proximal region consistent with friction to another device or features of the heart. All other damages noted are consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
Correction: b3, d5, e1, e2, e3, g2.